Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was referred for a vns replacement surgery. The report at that time indicated that the patient¿s lead was suspected to have a dissection. The patient¿s generator replacement surgery was later completed. The lead was not replaced at that time, and impedance measured with the new generator on the existing lead was within normal limits. No additional pertinent information has been received to date.